Event description:
On (B)(6) 2012, the patient contacted animas and stated three weeks ago the up arrow keypad button was intermittently responsive and required multiple button presses to elicit a response. It was noted that the up arrow, down arrow and ok keypad button symbols were worn. The patient denied damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the up arrow and ok keypad buttons were intermittently responsive. All other keypad buttons were found to respond to button presses as expected. There was evidence of contamination found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.